Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an implant procedure. During procedure, the atrial lead exhibited high pacing impedance. The physician successfully replaced the lead. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A partial lead was returned for analysis in one segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.